Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) . The reported leakage could not be duplicated during examination and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received, the root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).